Event description:
Doctor reported loosening of both gold screws at tooth sites 46 and 47 at the screwed implants. They seemed to have failed or to have been loose. Doctor also indicated infection and inflammation, it was treated and implants remain implanted. Patient referred pain. Patient has been rescheduled for new prosthesis and screws. Dates of screws placement date: (B)(6) 2023, removal date: (B)(6) 2026. This complaint refers to the loosening of the screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products. Iunihg, certain gold-tite hexed screw lot unknown. Bopt6585, t3® tapered implant 6/5 x 8.5mm lot 2021110551. Bopt5410, t3® tapered implant 5/4 x 10mm lot 2022120054. H4: device manufacturer date unknown / not provided.